Manufacturer narrative:
E1: initial reporter addr 1 - (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was down and did not enter the application after rebooting. A field service engineer powered off the station and the e-drawer was opened. The hard drive was replaced, and a 1.8 image was loaded onto the new drive. Coordination was done with the customer to complete the setup of the station. After imaging, the station was fully configured and ready for use. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the machine was down and did not enter the application after rebooting. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.